Manufacturer narrative:
The device was returned for analysis. Review of the monthly battery voltage trend revealed that the battery appears to have rapidly depleted and high current was seen on the monthly fuel gauge. Bench testing was normal. The device was cut open so that high current isolation could be performed. The cause of the high current was isolated to a component of the hybrid. The cause of the premature depletion was consistent with the hybrid anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via merlin.net after receiving a vibratory alert, the device had reached eri (elective replacement indicator). The physician suspects that the device battery depleted prematurely. It was noted that the battery current had been consistently high. The physician elected to replace the device and the patient was stable throughout.